Manufacturer narrative:
Trackwise ID#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text: device not returned.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply would not turn on. They tried unplugging and re-plugging in the power supply, but it was still non-responsive. They tried multiple outlet and a replacement power cord, and the issue persisted. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply would not turn on. They tried unplugging and re-plugging in the power supply, but it was still non-responsive. They tried multiple outlet and a replacement power cord, and the issue persisted.